Event description:
Boston scientific received info that this transvenous right ventricular (rv) lead did exhibit dislodgement just a couple of days after initial implant. There were no adverse pt effects beyond the unplanned surgical intervention that was required. This lead was subsequently surgically revised and successfully remains in services.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.